Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 13, 2017. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon visual inspection of the two returned harvesters and one bipolar cord, no visible breakage and no foreign material were found on the sides of the ground and active electrodes of v-cutter. No visual damage was found inside the bipolar connector. However, the plug was discolored and rusted. The electrical circuit was also tested by measuring the electrical resistance. All results were measured within product standard. The returned unit was then tested for its functionality, the harvester was connected to mcbicord1 and ues-40 was inspected for the function of the cauterization, and it was able to properly cauterize without any anomaly. The device history records showed no anomalies. The complaint was not confirmed and a definitive root cause was not able to be determined. However, the incident most likely resulted from foreign materials temporarily attached on the active electrodes interrupted the electrical circuit or when a small vessel and capillary were cauterized, they were not in contact with ground electrode. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code. (B)(4). Results: results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, a failure in electrical continuity occurred. After the dissector was used, the dissector was switched to the harvester for the saphenous vein (sv) branch. When the foot switch of the generator was pressed, the harvester failed in the electrical continuity and did not function. Therefore, the harvester was changed out. A backup harvester was used to continue the procedure, but the replaced harvester also failed in the electrical continuity, so the harvester was not used and surgical intervention was performed for the sv harvesting, instead of the endoscopic sv harvesting. Product was changed out. Procedure was completed successfully.